Event description:
It was reported the ins had "come to the top of the skin." The hcp was planning to address the issue with a revision. Additional information received indicated the patient had surgery in 2009, to fix the problem. The programmer was also replaced. The patient was still having unspecified issues with the system. The patient had two devices. It was unknown which device was referred to in the event. See also MFR report #3004209178200909575.